Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high blood glucose event on (B)(6) 2024. The patient was unconscious at the time of hospitalization and the blood glucose level was over 800 mg/dl. The ketone was high. The duration of hospitalization was more than 24 hours, and the patient was treated with insulin infusion intravenous (IV) and drip. No further information available.